Event description:
New information received notes that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the patient¿s implantable cardiac monitor (icm) exhibited an undersensing. No intervention was performed. The clinic will continue to monitor the patient.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited an undersensing due to loss of contact. No intervention was performed. The patient had no adverse consequences.